Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported nurses having issues with port a cath huber needle, needle gets cut and needs frequent access. No other information was provided. Additional information received 06/17/2024: there was many incident happened where we need to prick the patient many times due to cut on the huber tube. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive because the original sample was not returned for evaluation. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed the infusion set was returned unopened in its original packaging. Nothing remarkable was observed throughout the returned device. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed the device was patent to infusion. The infusion set was pressurized with water using a 12 ml syringe and it was determined that no leaks were observed during this functional testing. Because the original device was not returned for evaluation, the complaint of a leaking infusion set is inconclusive. Frequent kinking of the infusion set tubing may cause material fatigue in the tubing leading to splits or breaks in the tubing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported nurses having issues with port a cath huber needle, needle gets cut and needs frequent access. No other information was provided. Additional information received on 06/17/2024: there was many incidents happened where we need to prick the patient many times due to cut on the huber tube. A specific number of affected devices or patients was not provided by the complainant.